Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received on (B)(6) 2010: surgeon had to give patient a temporary diverting colostomy.

Manufacturer narrative:
(B)(4).(B)(6). The analysis results found that the device arrived sterile and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that (B)(6) post op of a laparoscopic sigmoid resection procedure, the patient had a post op anastomotic leak on the anterior portion and was taken back for a reoperation. Suture was used to correct the leak. The current status of the patient is unknown. The device was discarded. One sterile device to be returned for analysis. No further details are available. Additional information has been requested.